Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the instrument needed to be replaced due to the lag screw driver connecting bolt being bent. Unable to be used again.